Event description:
Technical services received a call on (B)(6) 2011. Caller stated that they did not see atrial pacing on this lead. No additional information is available. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).